Event description:
It was reported that insulin gauge displayed an amount different than expected, with a discrepancy between displayed and expected fill estimates on a previous day. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to call back for troubleshooting if an active fill estimate issue is experienced again, which the caller acknowledged.